Manufacturer narrative:
The renew long fenestrated grasper tip, was returned back to microline surgical, inc. And it was sterilized and investigated. Visual investigation of the returned grasper tip confirmed that the heat shrink was broken. The visual inspection showed signs of excess build-up residue or black film on the grasper tip. No signs of deformation to the heat shrink or grasper tip were observed due to heat. No additional medical intervention was required. There was no harm to the patient.

Event description:
The renew long fenestrated grasper tip plastic insulation (heat shrink) broke-off during a laparoscopic inguinal hernia procedure. The user was unable to find the 1/2 of the heat shrink piece. The surgical procedure and anesthesia time was extended by ten (10) minutes. There was no harm to the patient.